Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (past level was not reported, current bg 385 mg/dl) and the cause was not known. An insulin injection was administered. The pump did not display any alerts/alarms and there was no sign of leaking. The customer declined tandem technical support's offer to troubleshoot. Reportedly, the customer discussed the high bg and insulin therapy with a healthcare provider.